Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: this fm is different. It is often located on the internal stopper area and does not appear to be silicone. Details: quality team met with customer on 25apr2025 to further discuss the issue they were experiencing. Per details provided: quantum compounds cytotoxic medications for hospitals using our 3, 5-, 10-, 20- and 50-ml syringes. They use a 0.5 micron filter when compounding. Incoming inspection was performed on syringes by quantum, and small particulate was observed across multiple lots spanning several months (in reference to the excel spreadsheet shared with bd). No magnification is used by quantum or their customer to detect fm. Quantum understands the ink dots on the barrel are deliberately added during manufacturing; this fm is different. It is often located on the internal stopper area and does not appear to be silicone. Previously quantum performed 100% inspection. This level has been reduced and fm is being observed. Previously quantum didn't raise complaints to bd that were reported by their customers and would discard syringe if the occasional fm was found outside the fluid path.

Event description:
No additional information

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four photos were provided to our quality team for investigation. Through visual inspection, particles can be observed within the syringes near the stoppers, verifying the reported incident. Based on visual characteristics, the particles appear to be consistent with polypropylene particles. A device history review was performed for reported lots 2405033, no deviations or non-conformances were identified during the manufacturing process. Six retained samples were used for additional information. All product was inspected and no particles or contamination was observed on the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines and all equipment undergoes routine cleaning and maintenance. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed without issue. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for these devices and reported condition will be monitored by our quality team for signs of emerging trends.